Event description:
On (B)(6)/2009, patient reported he removed an infusion set site a few days ago and noticed the cannula was bent. Patient stated, he had the site inserted for a day. Patient reported having trouble finding sites that do not have scar tissue. Patient reported he has a hard time inserting the cannula at a 90 degree angle. Advised on using the insertion assist device. Patient stated, this has happened several times. No physiological effects were reported. The patient did not require medical assistance from a healthcare professional or second party to address the issue. Sent insertion assist device; no product return was requested.

Manufacturer narrative:
No product will be returned for evaluation.